Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a fill cannula notification; however, customer alleged that the fill cannula button was not pressed. Tandem technical support (cts) requested that pump data be uploaded for review; however, customer declined and terminated phone call with cts. There was no reported impact to blood glucose.